Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 24 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. The following information was provided by the initial reporter: "ward 7 edta lot no is 0227186 - problematic vacuum in tube resulting in insufficient fill using vacutainer, and blood dripping out from the vacutainer needle when the edta tube was removed ward 12 edta lot 298410 problematic vacuum in tube wards 5 edta tube lot no 0227186 problematic vacuum in tube . Pls investigate and get back to us why these problem happened?"

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227186, medical device expiration date: 2021-12-31, device manufacture date: 2020-08-14. Medical device lot #: 0298410, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 24 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes underfilled. The following information was provided by the initial reporter: "ward 7 edta lot no is 0227186 - problematic vacuum in tube resulting in insufficient fill using vacutainer, and blood dripping out from the vacutainer needle when the edta tube was removed. Ward 12 edta lot 298410 problematic vacuum in tube. Wards 5 edta tube lot no 0227186 problematic vacuum in tube. Pls investigate and get back to us why these problem happened?"